Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Review of the pump history showed that the customer received the correct succession of alerts and alarms prior to the pump shutting down, however, the customer denied having received the alerts and alarms prior to the pump shut down. The customer's blood glucose level was 250mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.